Event description:
It was reported that surgeon experienced a suction break during the last 3 seconds of the flap creation on the left eye (os) using the patient interface. They proceeded to treat the right eye with s4ir then did a ¿sidecut only ¿ incision decreasing flap diameter from 8.5 to 8.3mm. Surgeon struggled lifting part of the flap but used westcotts and were able to lift and treated on os. Case was completed. No patient injury and/or complications were reported.

Manufacturer narrative:
Section a4 and a5: unknown/ not provided section d4: lot#: unknown/not provided. Section d4: expiration date: unknown, as the lot number of the device was not provided. Section d4: UDI #: a complete UDI # is unknown as product lot number was not provided. A partial number has been provided section h4. Device manufacture date: unknown, as the lot number of the device was not provided. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing record could not be reviewed since the lot number was not provided. Conclusion: as a result of the investigation and based on limited information available, it cannot be determined if there is a product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.